Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the haptic bent. The lens was cut out of the eye to remove with no patient injury, no enlarged incision or sutures. The cartridge used has not been approved by the manufacturer for use with this model lens.